Event description:
Surgeon placed the ligaclip applier in abdomen, squeezed to fire clip applier and it misfired through the side of the clip applier. Load instrument, removed and examined by surgeon to assure it was intact. Ethicon endo-surgery ligaclip 10 m/l 0 mm endoscopic rotating multiple clip applier. No injury, delay in surgery. Products used for laparoscopic cholecystectomy with intraoperative cholangiogram.